Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizonal valve measuring to be 65 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, incomplete stent expansion (iso) was observed, and several steps were attempted to mitigate it. At 80 percent, the valve was placed at 5mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Upon release of all the tabs, the ncc side was measured to be at 0mm. It was attempted to elevate gradually resulting in an increase in aortic regurgitation (ar). Due to the potential risk of coronary obstruction on the left-coronary cusp (lcc) side, the valve was pulled up to the ascending aorta using a snare. A 20mm, non-abbott valve was implanted as a second valve. It was noted that the procedure time was extended to additional three hours but there was no clinically significant delay reported. The user believes that the iso may have not changed and in combination with the narrow left ventricular outflow tract (lvot), this condition could have contributed to forward displacement of the valve, resulting in a pop-up. The patient was discharged.

Manufacturer narrative:
An event of incomplete stent expansion (iso), migration of valve and aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbott requested for procedural imaging; however, this was not provided by the site. Based on information available, the incomplete stent expansion and migration appear to be cascading events subsequently resulting in aortic regurgitation. The reported event is possibly related to anatomical and procedural conditions. However, the exact cause could not be determined. The surgical intervention was a result of valve-in-valve implant as a result of reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Due to the potential risk of coronary obstruction on the left-coronary cusp (lcc) side, the valve was snared up to the ascending aorta. Please note that per the instructions for use, artmt600267458-b, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizonal valve measuring to be 65 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, incomplete stent expansion (iso) was observed, and several steps were attempted to mitigate it. At 80 percent, the valve was placed at 5mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Upon release of all the tabs, the ncc side was measured to be at 0mm. It was attempted to elevate gradually resulting in an increase in aortic regurgitation (ar). Due to the potential risk of coronary obstruction on the left-coronary cusp (lcc) side, the valve was pulled up to the ascending aorta using a snare. A 20mm, non-abbott valve was implanted as a second valve. It was noted that the procedure time was extended to additional three hours but there was no clinically significant delay reported. The user believes that the iso may not have changed and in combination with the narrow left ventricular outflow tract (lvot), this condition could have contributed to forward displacement of the valve, resulting in a pop-up. The patient was discharged.